Event description:
Related manufacturer reference number: 2017865-2022-40472. It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's right ventricular lead was failing to capture. Programming changes were made. It was further noted that the patient's implantable cardioverter defibrillator (ICD) was showing signs of eroding out of the pocket. No intervention has been performed to address the ICD. The patient was stable.